Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer is experiencing unexplained low blood glucose. The current blood glucose reading is 120 mg/dl. Customer has treated with food. During troubleshooting, advised the customer to check the status screen and visually inspect the reservoir. The reservoir is showing less insulin than what is shown on the status screen. Customer has requested a replacement. The insulin pump will be replaced. Nothing further reported.